Event description:
It was reported on a hospital procedure form that this right ventricular (rv) lead was found to be dislodged. The lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The explanted lead was not returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.